Event description:
On (B)(6), 2026, a 55-year-old female patient with a history of neuroendocrine cancer metastatic to the liver received histotripsy treatment to a single lesion in segment vii for a total planned treatment volume (ptv) of approximately 22.4 cc. Post-procedure CT imaging demonstrated contrast pooling contained within the treatment zone, indicating potential intraparenchymal hemorrhage and the patient was admitted for observation. Following the procedure, the patient's hemoglobin decreased to 6.7 g/dl and the patient received two units of packed red blood cells (prbcs) shortly after midnight on may 14th, followed by an additional unit of prbcs on may 15th. Hemoglobin improved to 10.1 g/dl, and the patient was discharged in stable condition on may 16th. The patient had a history of prior peptide receptor radionuclide therapy (prrt) which the treating physician believed may have contributed to the event.

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the histotripsy procedure. In response to reports of vascular related complications, histosonics has incorporated the following warning into its labeling: "mechanical injury to critical structures (e.g., vascular structures, liver capsule, bile ducts) may occur when these structures are within the ptv. The likelihood of bleeding and/or mechanical injury may also increase with additional and/or subsequent treatments within a treatment session or across follow-up treatments."